Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that this defibrillator "has an alarm." Philips is considering this as an allegation of malfunction. There was no patient involvement.